Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported therapy delivery failed during device functional check. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of the therapy pca, capacitor and som pca which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca, capacitor and som pca. The reported problem was confirmed. The fse replaced the therapy pca, capacitor and som pca to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
The dfm100 assy therapy (serial number (B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical investigation and the results indicate that there was no fault found with the therapy pca. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the therapy delivery failed during functional check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.